Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens became uncentered. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).